Event description:
After an implantation time of about 5 months, ventricular oversensing with shock delivery was reported. When the lead was explanted, possible damage on the lead body was noted. The lead was returned to biotronik. Aside from the shock delivery, no deterioration of the patient's state of health was reported.

Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead properties were checked. A deformation of the lead body was discovered 10.5 cm distal of the is-1 connector pin. At this spot, the insulation was damaged, and the inner conductor coil showed a conductor fracture, which was also noted during the explantation. In addition, strong signs of abrasion were detected about 11 cm distal of the is-1 connector pin. The position and kind of the damage manifestation are characteristic for massive mechanical stress on the lead in the implanted state. It can be assumed that a permanently kinked position in combination with tight winding around the generator housing have led to the damage. X-ray images or diagnostic images of any other kind that could provide information on the positional relationships of the implanted system in the body were not available for analysis. There were no indications of material defects or manufacturing errors.